Event description:
It was reported by service report that the zoom drive was intermittent and the head end cover was cracked with sharp edges exposed. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Zoom handle load cell weldment, pivot bearings.